Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood glucose (over 20 mmol/l) [blood glucose increased]. Novopen 4 could not be pushed [device mechanical issue]. Novopen 4 could not dispense medication, the pen could not inject insulin [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "high blood glucose (over 20 mmol/l)(blood glucose increased)" with an unspecified onset date, "novopen 4 could not be pushed(device mechanical jam)" with an unspecified onset date, "novopen 4 could not dispense medication, the pen could not inject insulin(device failure)" with an unspecified onset date, and concerned a 77 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes", , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "type 2 diabetes". Patient's weight was 74.5 kg, the patient's height was 156-158 cm, body mass index was not reported. Dosage regimens: novopen 4: insulin: current condition: type 2 diabetes (for over 10 years). It was reported novopen 4 purchased online could not be pushed and dispense medication, the pen could not inject insulin. On an unknown date the patient experienced high blood glucose with blood glucose (blood glucose) of over 20 mmol/l. The patient had been hospitalized on (B)(6) 2026 and was discharged on (B)(6) 2026. Because the pen, cartridge and needle were not with the customer, no further details could be provided and troubleshooting could not be performed, the needle brand was not confirmed. Batch numbers: novopen 4: requested. Insulin: unknown. Action taken to novopen 4 was not reported. Action taken to insulin was not reported. The outcome for the event "high blood glucose (over 20 mmol/l) (blood glucose increased)" was not reported. The outcome for the event "novopen 4 could not be pushed (device mechanical jam)" was not reported. The outcome for the event "novopen 4 could not dispense medication, the pen could not inject insulin (device failure)" was not reported. Reporter's causality (novopen 4) - high blood glucose (over 20 mmol/l) (blood glucose increased): unknown. Novopen 4 could not be pushed (device mechanical jam): unknown. Novopen 4 could not dispense medication, the pen could not inject insulin (device failure): unknown. Company's causality (novopen 4) - high blood glucose (over 20 mmol/l) (blood glucose increased): possible. Novopen 4 could not be pushed (device mechanical jam): possible. Novopen 4 could not dispense medication, the pen could not inject insulin (device failure): possible. Reporter's causality (insulin) - high blood glucose (over 20 mmol/l) (blood glucose increased): unknown. Novopen 4 could not be pushed (device mechanical jam): unknown novopen 4 could not dispense medication, the pen could not inject insulin (device failure): unknown. Company's causality (insulin) - high blood glucose (over 20 mmol/l) (blood glucose increased): possible. Novopen 4 could not be pushed (device mechanical jam): possible. Novopen 4 could not dispense medication, the pen could not inject insulin (device failure): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: on 27-jan-2026: the suspected device novopen 4 has not been returned to novonordisk for investigation. No conclusion reached on device functionality.

Event description:
Case description: investigational results. Name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: insulin, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information. Investigational results was updated. Is non-reportable field updated as no. Malfunction field updated as no. Final report check box was ticked. Expected date of follow up report was deleted. Imdrf codes b,c,d,g were updated. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2026: the suspected device novopen 4 has not been returned to novonordisk for investigation. The batch number of the device is currently unavailable, despite numerous attempts to obtain it. Consequently, no batch trend analysis or reference sample analysis has been conducted. Given the limited information on the handling of the suspected device, it is not possible to determine a definitive root cause concerning the functionality of the novopen 4. Elderly age of the patient (77 years old) and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary. Name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.